Event description:
An employee in a hospital experienced burning and blisters in nose, tingling in mouth, muscle weakness, feeling of agitation, and pressure behind eyes and pain in forehead. Employee never worked with cidex products before but had covered for another employee in january in the radiology ultrasound area. They are under the care of their personal physician who has ordered blood work, suspecting a sinus infection.